Manufacturer narrative:
(B)(4). Investigation summary, the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the plastic mbt tibial trial broke in half after removing from on top of broach in the tibia. No delay in surgery, all pieces were recovered. Broke into two pieces, just needs replaced. No surgical delay.